Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treatment) has been confirmed. Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (patient treatment) was confirmed. Upon investigation, the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to an internally shorted esd700 processor. The root cause of the shorted processor was unable to be positively identified. There is no indication that an adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) following an appropriate treatment event.